Manufacturer narrative:
The cannula was returned and evaluated. Per the customer reported complaint, engineering observed that the cannula was found with a physical damage. The cannula exhibited a flat surface at the shaft opening. Engineering concluded that damage was likely caused when the cannula was dropped by the customer. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: inspection instructions warning: cannula defects can be caused by dropping the cannula or handling it roughly.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the trocar was dropped prior to be inserted in the patient side manipulator (psm) arm. No patient harm, adverse outcome or injury was reported.